Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a back flow alarm was observed of the flow sensor on the perfusion system. There was an audible tone. The device was not changed out, as they mitigated the issue (when it occurred) by taking the sensor off the tubing. They did not change out anything during the procedure. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The false back flows occur intermittently. Not every case. But have occurred multiple times (he did not have a specific number). If they occur, it happens either during set-up when they are preparing to connect the arterial line tubing to the aortic cannula... But tubing is not connected yet. They have a tubing clamp on the tubing at this point and the flows sensor is between the motor (pump head) and the clamp. The other times it occurs is after bypass, when they are periodically transfusing the patient. Again, they have the arterial line clamped and the sensor is between the motor and the clamp. Thus, the sensor is always isolated from the pulse of the patient. This is an intermittent nuisance problem, the customer was still able to use the sensor. The field service representative (fsr) visited the customer, downloaded the logs from the perfusion system and sent them to the manufacturer for further evaluation. The technician could not find any specific problems in the logs. No parts will be returned. This complaint is related to MDR #1828100-2013-00906 and MDR #1828100-2013-01109 (same issue, different system and serial #).